Event description:
Event description guidant received information that this pacemaker has reached replacement time in less than 3 years. The doctor will explant the device and return it for analysis. The doctor is concerned about premature battery depletion. The device had been at high output settings until last september. Also, it is on an advisory.